Manufacturer narrative:
(B)(6). The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported that 5f infiniti 110 cm 6sh catheter was kinked and could not go through the lesion. Two devices were returned and hub of one of the catheters was detached and not included. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported that 5f infiniti 110cm 6sh catheter was kinked and could not go through the lesion. Two devices were returned and hub of one of the catheters was detached and not included. Additional procedural details were requested but are unknown. Two non-sterile diagnostic catheters of cath f5 inf pig 110cm 6sh were received coiled inside a plastic bag. The diagnostic catheters were identified as unit 1 and unit 2. Per visual analysis of unit 1, no anomalies or damages were found on the received unit. Per visual analysis of unit 2, the catheter body presented a separated condition at the hub section and the hub was not received for analysis. However, the unit was analyzed under vision system, and elongations along with frayed/torn conditions were noted on catheter body at the hub section. These characteristics suggest that the device was induced to excessive force and stretching/pulling events that exceed the catheter materials yield strength. Also, a kinked condition was found on catheter body at 21 cm from hub. No other damages/anomalies were observed on the received units. Dimensional analysis was performed by measuring the catheter od/ID near the separated area and kinked condition, and results were found within specification. A device history record (DHR) review of lot 17434624 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) kinked/bent¿ and ¿luer hub separated¿ were confirmed through analysis of the returned device identified as unit 2. The reported codes were not confirmed for the returned device identified as unit 1 since no anomalies or damages were noted. The exact cause of the kinked/bent and separated condition found on unit 2 could not be conclusively determined during analysis. Based on the limited information available for review, procedural and handling factors most likely contributed to the kinked/bent and separated condition as evidenced by the elongations and frayed/torn conditions at the separated area noted during analysis. As cautioned instruction for use, which is not intended as a mitigation, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti® pigtail catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle.¿ controls are in place to verify the catheters this kind issue; the produced diagnostic catheters are inspected 100% before leaving the facility. Also, several inspections are performed through all the diagnostic catheter assembly process operations. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.